Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately low. The patient tests his blood glucose 7-8 times a day. He takes set doses of lantus insulin twice a day and novolog insulin on a sliding-scale based on his meter readings. The patient indicated that the alleged meter issue started sometime on twelve days earlier. The patient claimed that he had been getting "normal" blood glucose readings of "120 and 128 mg/dl" while feeling dehydrated. Based on the meter readings, he was taking sliding scale novolog insulin. On six days prior to contacting lfs, the patient went to an emergency room (ER) since he was not feeling well. The ER tested his blood glucose and got a result of "750 mg/dl." He was treated with IV fluids. The patient claimed that since the meter was giving inaccurate low results, he had not been giving himself enough sliding-scale insulin. In one instance, the patient ended buying another meter since he did not trust the reported one touch ultra meter. The patient reported blood glucose results of "55 mg/dl" with a lifescan meter and "128 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he received treatment for hyperglycemia in an ER after the alleged meter issue began. During the time of concern, the patient claimed the meter had been reading inaccurately low and that he was not giving himself enough sliding-scale insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.